Event description:
It was reported that during start up checks, the cardiosave intra-aortic balloon pump (iabp) unit alarmed high temperature. The users turned the device on and off and moved it a little and they had got the appliance working again. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit alarmed high temperature. The users turned the device on and off and moved it a little and they had got the appliance working again.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the startup check replaced the scroll compressor to fix the issue and performed a full functional and safety checks to meet factory specifications. Completed repair with all functional and safety tests per manufacturer specifications.